Manufacturer narrative:
The promus elite ous mr 20mm x 3.50mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the mid-section were lifted from the crimped stent position. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
Reportable based on device analysis completed on 16-apr-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 19 mmx 3.5 mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and mildly calcified left anterior descending (lad). Following pre-dilatation, residual stenosis was 60%. A 20 x 3.50 promus elite stent was advanced for treatment. However, the device was unable to cross even after repeated attempts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.